Event description:
The reported feedback suggests that there was a leakage. There was no patient impact, and no further information or details were provided.

Manufacturer narrative:
One mz5303 sample was received for investigation with residual fluid within the line; no packaging was received with the sample, however the customer indicates the affected lot number could be either 18075969, 18096593 or 18075970. The sample was subjected to pressure testing, which confirmed the customer's experience; leakage was observed from the connection of the female luer and the maxzero component . Further testing and manipulation of the affected connection confirmed the components could be disconnected. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed that the customer's experience is likely to have been caused by an inconsistent amount of solvent having been applied at the affected joint; this is a manual process and is likely to have been caused by human error. A review of the production records for lots 18075969, 18096593 and 18075970 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It is possible that an inconsistent amount of solvent had been applied to the connection during the assembly process. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no other similar report against the mz5303 set in the past 12 months. H3 other text : see section h.10.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The reported feedback suggests that there was a leakage. There was no patient impact, and no further information or details were provided.